Manufacturer narrative:
Similar device with product number - 9392507, product description - crescent¿ spinal system 25x7 is marketed in us with 510(k)# - k172199. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient spinal therapy for he rnia. It was reported that a cage with a height of 7 mm was used. Since the intervertebral disc space was originally narrow, the distraction was performed until 8mm, and the trial was placed without problems. A metal hammer was usually used to hit the cage, but a plastic hammer was used this time. Since it was broken and damaged around the posterior wall, the cage was removed immediately. There was patient involved in this event. There were no fragments left inside the patient and no further complications reported regarding the event.